Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped, the screen detached from the pump, and the device broke in half, resulting in a nonfunctional display component, consistent with a loss of or failure to bond of the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including photographs. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a component-level bond failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.